Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 17-aug-2017. The most recent information was received on 07-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abdominal and pelvic pain"), allergy to metals ("allergy to nickel") and ankylosing spondylitis ("ankylosing spondylarthritis") in a 38-year-old female patient who had essure (batch no. 664439) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ankylosing spondylitis (seriousness criterion medically significant), abdominal pain ("abdominal and pelvic pain"), menometrorrhagia ("irregular, heavy menstrual periods"), abdominal rigidity ("tense swollen abdomen"), abdominal distension ("tense swollen abdomen"), premature menopause ("early menopause"), libido decreased ("sudden reduction in libido"), headache ("more and more frequent headaches and then every day"), palpitations ("palpitations"), dyspnoea exertional ("difficulties on effort"), bronchial hyperreactivity ("bronchial hypersensitivity with intermittent asthma"), asthma ("bronchial hypersensitivity with intermittent asthma"), decreased activity ("inability to perform physical activities that had usual"), musculoskeletal pain ("pain in multiple muscles joints and tendons with inflammation of sacroiliac joint"), sacroiliitis ("pain in multiple muscles joints and tendons with inflammation of sacroiliac joint"), discomfort ("marked functional discomfort"), eye pain ("eye pain"), visual acuity reduced ("marked reduction in visual acuity") and asthenia ("increasing asthenia preventing me from continuing with a normal rhythm in my daily life"), 3 months 7 days after insertion of essure. On (B)(6) 2017, the patient experienced rheumatic disorder ("chronic inflammatory rheumatism"). In april 2017, the patient experienced allergy to metals (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with removal of inserts). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, ankylosing spondylitis, abdominal pain, menometrorrhagia, abdominal rigidity, abdominal distension, premature menopause, libido decreased, headache, palpitations, dyspnoea exertional, bronchial hyperreactivity, asthma, decreased activity, musculoskeletal pain, sacroiliitis, discomfort, eye pain, visual acuity reduced, asthenia and rheumatic disorder outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal rigidity, ankylosing spondylitis, asthenia, asthma, bronchial hyperreactivity, decreased activity, discomfort, dyspnoea exertional, eye pain, headache, libido decreased, menometrorrhagia, musculoskeletal pain, palpitations, pelvic pain, premature menopause, sacroiliitis and visual acuity reduced with essure. The reporter considered allergy to metals and rheumatic disorder to be related to essure. The reporter commented: soon after placement of the inserts, she developed various symptoms such as pain and functional discomfort, sometimes ignored and sometimes investigated, but increased worsening of problems. The taken measures included various imaging studies, consultations and treatment with biologics. According to summary of hospitalization report from 05-apr-2017 to 08-apr-2017, the patient saw an allergologist who was convinced about allergy to nickel and so who did not perform the test. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on 7-feb-2019: it was clarified that the 31-jan-2019 follow-up line should not have been entered. It was erroneously added when consolidating information from duplicate case. The correct follow-up receipt date should be 07-feb-2019. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 31-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abdominal and pelvic pain"), allergy to metals ("allergy to nickel") and ankylosing spondylitis ("ankylosing spondylarthritis") in a 38-year-old female patient who had essure (batch no. 664439) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ankylosing spondylitis (seriousness criterion medically significant), abdominal pain ("abdominal and pelvic pain"), menometrorrhagia ("irregular, heavy menstrual periods"), abdominal rigidity ("tense swollen abdomen"), abdominal distension ("tense swollen abdomen"), premature menopause ("early menopause"), libido decreased ("sudden reduction in libido"), headache ("more and more frequent headaches and then every day"), palpitations ("palpitations"), dyspnoea exertional ("difficulties on effort"), bronchial hyperreactivity ("bronchial hypersensitivity with intermittent asthma"), asthma ("bronchial hypersensitivity with intermittent asthma"), decreased activity ("inability to perform physical activities that had usual"), musculoskeletal pain ("pain in multiple muscles joints and tendons with inflammation of sacroiliac joint"), sacroiliitis ("pain in multiple muscles joints and tendons with inflammation of sacroiliac joint"), discomfort ("marked functional discomfort"), eye pain ("eye pain"), visual acuity reduced ("marked reduction in visual acuity") and asthenia ("increasing asthenia preventing me from continuing with a normal rhythm in my daily life"), 3 months 7 days after insertion of essure. On (B)(6) 2017, the patient experienced rheumatic disorder ("chronic inflammatory rheumatism"). In (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria hospitalization, medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with removal of inserts). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, ankylosing spondylitis, abdominal pain, menometrorrhagia, abdominal rigidity, abdominal distension, premature menopause, libido decreased, headache, palpitations, dyspnoea exertional, bronchial hyperreactivity, asthma, decreased activity, musculoskeletal pain, sacroiliitis, discomfort, eye pain, visual acuity reduced, asthenia and rheumatic disorder outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal rigidity, ankylosing spondylitis, asthenia, asthma, bronchial hyperreactivity, decreased activity, discomfort, dyspnoea exertional, eye pain, headache, libido decreased, menometrorrhagia, musculoskeletal pain, palpitations, pelvic pain, premature menopause, sacroiliitis and visual acuity reduced with essure. The reporter considered allergy to metals and rheumatic disorder to be related to essure. The reporter commented: soon after placement of the inserts, she developed various symptoms such as pain and functional discomfort, sometimes ignored and sometimes investigated, but increased worsening of problems. The taken measures included various imaging studies, consultations and treatment with biologics. According to summary of hospitalization report from (B)(6) 2017 to (B)(6) 2017, the patient saw an allergologist who was convinced about allergy to nickel and so who did not perform the test. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on 31-jan-2019: the events ¿chronic inflammatory rheumatism¿ and ¿allergy to nickel¿ were added. On 7-feb-2019: information and references from deleted duplicate case (B)(4) (MFR number 2951250-2019-00589) were transferred to this case. Reporter and patient's information were updated, and start and stop date of essure were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1710097) on 17-aug-2017. The most recent information was received on 08-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("abdominal and pelvic pain"), allergy to metals ("allergy to nickel") and ankylosing spondylitis ("ankylosing spondylarthritis") in a 38-year-old female patient who had essure (batch no. 664439) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, bartholinitis in 2004, vaginal delivery, miscarriage, penicillin allergy and allergy to metals. Concurrent conditions included antiphospholipid syndrome since 2004. On 26-feb-2010, the patient had essure inserted. On (B)(6) -2010, the patient experienced procedural pain ("pain upon insertion in right fallopian tube"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ankylosing spondylitis (seriousness criterion medically significant), abdominal pain ("abdominal and pelvic pain"), menometrorrhagia ("irregular, heavy menstrual periods"), abdominal rigidity ("tense swollen abdomen"), abdominal distension ("tense swollen abdomen"), premature menopause ("early menopause"), libido decreased ("sudden reduction in libido"), headache ("more and more frequent headaches and then every day"), palpitations ("palpitations"), dyspnoea exertional ("difficulties on effort"), bronchial hyperreactivity ("bronchial hypersensitivity with intermittent asthma"), asthma ("bronchial hypersensitivity with intermittent asthma"), decreased activity ("inability to perform physical activities that had usual"), musculoskeletal pain ("pain in multiple muscles joints and tendons with inflammation of sacroiliac joint"), sacroiliitis ("pain in multiple muscles joints and tendons with inflammation of sacroiliac joint"), discomfort ("marked functional discomfort"), eye pain ("eye pain"), visual acuity reduced ("marked reduction in visual acuity") and asthenia ("increasing asthenia preventing me from continuing with a normal rhythm in my daily life"). In november 2016, the patient experienced infection ("intercurrent infection"). On (B)(6) 2017, the patient experienced rheumatic disorder ("chronic inflammatory rheumatism"). In (B)(6) 2017, the patient experienced allergy to metals (seriousness criteria hospitalization, medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation ("a 1mm perforation by essure of the distal portion of the right fallopian tube"). The patient was treated with adalimumab (humira) and surgery (bilateral laparoscopic salpingectomy and bilateral laparoscopic salpingectomy with removal of inserts). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, allergy to metals, ankylosing spondylitis, abdominal pain, menometrorrhagia, abdominal rigidity, abdominal distension, premature menopause, libido decreased, headache, palpitations, dyspnoea exertional, bronchial hyperreactivity, asthma, decreased activity, musculoskeletal pain, sacroiliitis, discomfort, eye pain, visual acuity reduced, asthenia, rheumatic disorder, procedural pain and fallopian tube perforation outcome was unknown and the infection had resolved. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal rigidity, ankylosing spondylitis, asthenia, asthma, bronchial hyperreactivity, decreased activity, discomfort, dyspnoea exertional, eye pain, headache, libido decreased, menometrorrhagia, musculoskeletal pain, palpitations, pelvic pain, premature menopause, sacroiliitis and visual acuity reduced with essure. The reporter considered allergy to metals, fallopian tube perforation, infection, procedural pain and rheumatic disorder to be related to essure. The reporter commented: on (B)(6) 2010 essure was visualized in place with 4 trailing coils on each side. Soon after placement of the inserts, she developed various symptoms such as pain and functional discomfort, sometimes ignored and sometimes investigated, but increased worsening of problems. The taken measures included various imaging studies, consultations and treatment with biologics. According to summary of hospitalization report from (B)(6) 2017, the patient saw an allergologist who was convinced about allergy to nickel and so who did not perform the test. In report on hospitalization from (B)(6) 2017 for essure removal, the following was mentioned: humira prescribed by a rheumatologist for ankylosing spondylitis was not effective. Genetic tests were negative. The patient experienced intercurrent infection (starting shortly after humira initiation and rapidly resolving, not requiring humira to be stopped). Surgical report dated (B)(6) 2017 states the following: indication for essure removal: treatment of patient with nickel allergy for symptoms developed following the insertion of essure. Hospital discharged report dated 08-apr-2017 states: due to the patient's nickel allergy and the timing of the symptoms, causality by essure cannot be ruled out diagnostic results (normal ranges are provided in parenthesis if available): blood follicle stimulating hormone - in april 2017: 43. Blood luteinising hormone - in april 2017: 51. Oestradiol - in april 2017: 390. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, regulatory authority or lawyer is not possible. Most recent follow-up information incorporated above includes: on 8-mar-2019: information received from an attorney. Patient is part of a joint lawsuit involving 127 patients.other relevant history included; antiphosphlipid syndrome, appendectomy, bartholinitis, 2 vaginal births, 1 miscarriage, penicillin allergy and allergy to costume jewelry. Lab data information was added.on (B)(6) 2010 essure was visualized in place with 4 trailing coils on each side.on (B)(6) 2017 essure was removed during a bilateral laparoscopic salpingectomy.in report on hospitalization from 05-apr-2017 to 08-apr-2017 for essure removal, the following was mentioned: humira prescribed by a rheumatologist for ankylosing spondylitis was not effective. Genetic tests were negative.also, it was reported that patient experienced pain upon insertion in right fallopian tube, a 1mm perforation by essure of the distal portion of the right fallopian tube and intercurrent infection (starting shortly after humira initiation and rapidly resolving, not requiring humira to be stopped).surgical report dated (B)(6) 2017 states the following: indication for essure removal: treatment of patient with nickel allergy for symptoms developed following the insertion of essure. Hospital discharged report dated 08-apr-2017 states: due to the patient's nickel allergy and the timing of the symptoms, causality by essure cannot be ruled out. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 17-aug-2017. The most recent information was received on 11-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("abdominal and pelvic pain") and ankylosing spondylitis ("ankylosing spondylarthritis") in a female patient who had essure (batch no. 664439) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ankylosing spondylitis (seriousness criterion medically significant), abdominal pain ("abdominal and pelvic pain"), menometrorrhagia ("irregular, heavy menstrual periods"), abdominal rigidity ("tense swollen abdomen"), abdominal distension ("tense swollen abdomen"), premature menopause ("early menopause"), libido decreased ("sudden reduction in libido"), headache ("more and more frequent headaches and then every day"), palpitations ("palpitations"), dyspnoea exertional ("difficulties on effort"), bronchial hyperreactivity ("bronchial hypersensitivity with intermittent asthma"), asthma ("bronchial hypersensitivity with intermittent asthma"), decreased activity ("inability to perform physical activities that had usual"), musculoskeletal pain ("pain in multiple muscles joints and tendons with inflammation of sacroiliac joint"), sacroiliitis ("pain in multiple muscles joints and tendons with inflammation of sacroiliac joint"), discomfort ("marked functional discomfort"), eye pain ("eye pain"), visual acuity reduced ("marked reduction in visual acuity") and asthenia ("increasing asthenia preventing me from continuing with a normal rhythm in my daily life"). The patient was treated with surgery (bilateral salpingectomy with removal of inserts). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, ankylosing spondylitis, abdominal pain, menometrorrhagia, abdominal rigidity, abdominal distension, premature menopause, libido decreased, headache, palpitations, dyspnoea exertional, bronchial hyperreactivity, asthma, decreased activity, musculoskeletal pain, sacroiliitis, discomfort, eye pain, visual acuity reduced and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal rigidity, ankylosing spondylitis, asthenia, asthma, bronchial hyperreactivity, decreased activity, discomfort, dyspnoea exertional, eye pain, headache, libido decreased, menometrorrhagia, musculoskeletal pain, palpitations, pelvic pain, premature menopause, sacroiliitis and visual acuity reduced with essure. The reporter commented: soon after placement of the inserts, she developed various symptoms such as pain and functional discomfort, sometimes ignored and sometimes investigated, but increased worsening of problems. The taken measures included various imaging studies, consultations and treatment with biologics. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2017: quality-safety evaluation of ptc. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-dec-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 8.981 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority (B)(6) on 17-aug-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("abdominal and pelvic pain") and ankylosing spondylitis ("ankylosing spondylarthritis") in a female patient who had essure (batch no. 664439) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ankylosing spondylitis (seriousness criterion medically significant), abdominal pain ("abdominal and pelvic pain"), menometrorrhagia ("irregular, heavy menstrual periods"), abdominal rigidity ("tense swollen abdomen"), abdominal distension ("tense swollen abdomen"), premature menopause ("early menopause"), libido decreased ("sudden reduction in libido"), headache ("more and more frequent headaches and then every day"), palpitations ("palpitations"), dyspnoea exertional ("difficulties on effort"), bronchial hyperreactivity ("bronchial hypersensitivity with intermittent asthma"), asthma ("bronchial hypersensitivity with intermittent asthma"), decreased activity ("inability to perform physical activities that had usual"), musculoskeletal pain ("pain in multiple muscles joints and tendons with inflammation of sacroiliac joint"), sacroiliitis ("pain in multiple muscles joints and tendons with inflammation of sacroiliac joint"), discomfort ("marked functional discomfort"), eye pain ("eye pain"), visual acuity reduced ("marked reduction in visual acuity") and asthenia ("increasing asthenia preventing me from continuing with a normal rhythm in my daily life"). The patient was treated with surgery (bilateral salpingectomy with removal of inserts). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, ankylosing spondylitis, abdominal pain, menometrorrhagia, abdominal rigidity, abdominal distension, premature menopause, libido decreased, headache, palpitations, dyspnoea exertional, bronchial hyperreactivity, asthma, decreased activity, musculoskeletal pain, sacroiliitis, discomfort, eye pain, visual acuity reduced and asthenia outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain, abdominal rigidity, ankylosing spondylitis, asthenia, asthma, bronchial hyperreactivity, decreased activity, discomfort, dyspnoea exertional, eye pain, headache, libido decreased, menometrorrhagia, musculoskeletal pain, palpitations, pelvic pain, premature menopause, sacroiliitis and visual acuity reduced with essure. The reporter commented: soon after placement of the inserts, she developed various symptoms such as pain and functional discomfort, sometimes ignored and sometimes investigated, but increased worsening of problems. The measures taken included various imaging studies and consultations and treatment with biologics. Further company follow-up with the regulatory authority is not possible. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-aug-2017 for the following meddra preferred term: pelvic pain - analysis in the global safety database revealed 3550 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.